Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have received a no delivery alarm and motor error alarm after each attempt to prime pump. Customer's blood glucose was unknown. Customer was not able to troubleshoot. Insulin pump would be replaced per customer's request.